Event description:
It was reported that the pt experienced random shocking and jolting in their neck area following a fall. It was also reported that the implantable neurostimulator exhibited impedances of <250 ohms. On combo of 0-1 impedance was 65 ohms, with current of 100uamp.

Manufacturer narrative:
(B) (4)